Manufacturer narrative:
Device evaluated by manufacturer: no, lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted an micl implantable collamer lens, in the patient's eye and the lens had a high vault, with mechanical anisocoria post icl implantation. The patient was not happy and the lens will be explanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.